Event description:
It was reported that the representative states that the doctor wants to remove the neurostimulator but wants to leave the lead, so that the patient does not have any bleeding. Caller states the patient was in the hospital because he was septic. Representative does not think this was because of the device but he had no details and was simply calling for advice on leaving the lead in. It was reported a film over battery. The doctor wants to remove the device now since the patient was still in the hospital. It was later reported by the representative that the patient was septic; however, this was not due to the neurostimulator or lead. There was a pressure ulcer over neurostimulator pocket. So, healthcare provider was afraid the neurostimulator would break through. The patients bladder was removed. So, the healthcare provider stated that the neurostimulator and lead were no longer needed. The neurostimulator and lead were removed on (B)(6) 2015. The healthcare provider reported that the patient was doing well.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-33, lot# v772513, implanted: (B)(6) 2011, product type: lead. (B)(4).